Event description:
The physician commented to the cook sales rep on (B)(6) 2013 that he had 5 separate cases of zenith zsle iliac limbs occluding. When the rep questioned him further he said that one pt had total limb occlusion following re-intervention following a total graft occlusion that had occurred. The cook rep asked him about this and he said that the pt had always had occlusion problems even with bare stents. The cook rep asked him to clarify that he did not mean the zenith low profile limbs. The physician said he believed that the limbs are zsle code. The cook rep said that cook would need to legally enter this as a medical complaint and requested his films and findings. The physician said that he would be collating the information at christmas time. When the cook rep pushed the physician further on obtaining this information he changed the subject. The dates and details of each of the 5 mentioned cases were not provided yet by the reporter as of (B)(6) 2013.

Manufacturer narrative:
Occlusions are labeled in the IFU. Event evaluation: still under investigation.